Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) requesting a material safety data sheet (msds) on cuvette wash solution. Ccc has provided it. Upon follow-up, the laboratory manager stated that the operator is all right. The laboratory instituted a change for operators to wear face shields when performing maintenance. The cause of the operator being splashed in the face by cuvette wash solution was a human factor issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that an employee was splashed in the face with cuvette wash solution while performing maintenance on the advia 1800 instrument. The operator was using personal protective equipment (ppe); lab coat, gloves, and safety glasses, but no face shield. There was no medical treatment or injuries reported. There are no known reports of patient intervention or adverse health consequences due to the operator being splashed in the face with cuvette wash solution.